Event description:
Sales rep reports new conversion last week and account is reporting tubing is ballooning out. No additional information from the account. Several attempts to reach account for information but no return phone call.